Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incident in this report is associated with the device reported in MFR report # 1526439-2013-35839.

Event description:
It was reported that the tips of two screw drivers broke off during a lumbar fusion procedure. There was an approximately 20 minute delay, but the physician was able to complete the procedure by changing to a third screw driver. There were no adverse patient consequences as a result.

Manufacturer narrative:
Visual inspected revealed that the fracture was located at both of the driver¿s distal tip; the second half of the tip was not provided with either part. The drivers were then sent to the lab for fracture analysis. Scanning electron microscopy (sem) was not completed due to the damage incurred during the sectioning process.. A review of the device history record for the expedium di quick connect drivers found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the expedium di quick connect driver was conducted on the specific code from the complaint as there is no device family for this instrument. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause is unknown because sem could not be analyzed due to the damage incurred during the sectioning process. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.